Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor failed incoming testing.  The monitor's electrode belt connector was broken free from the monitor enclosure and missing from the device. The root cause for the missing connector was excessive force. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.